Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient enrolled in a (B)(6) post market study had an uneventful procedure (B)(6) 2020. Twenty days post procedure ((B)(6) 2020), she have severe nasal bleeding and went to the hospital. After attempts at nasal packing, she had her left side embolized and was admitted to the hospital overnight for observation. She was released the next day ((B)(6) 2020) without further issue. No further bleeding has been noted and the patient is reported as doing well.